Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Contact reported that customer jumped into the community pool with pump still connected. After ensuring that the pump had dried, contact stated that the pump screen is able to be turned on by the wake button, however the screen cannot be unlocked by pressing 1-2-3. The customer's blood glucose level was 296 mg/dl. The customer administered a manual injection to address the bg reading. The customer reported that manual injections would continue to be used for insulin therapy.